Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on the cobas 8000 e 602 module (e602). The erroneous result was not reported outside of the laboratory. No foam or clots were observed in the sample. The sample initially resulted as 7.96 pg/ml. The last result from the patient was 2.76 pg/ml, so the customer repeated the sample. The repeat result was 2.86 pg/ml. The patient was not adversely affected. The ft3 reagent lot number was 179026. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded based on the provided data. The completed performance testing is within expectations. Calibration signals were within expectations and control recovery was within specified ranges. Possible root causes for this event may be inadequate sample preparation, improper handling of the reagent or system reagents (bubbles/foam on reagent surface), or contamination of the environment with the analyte.